Event description:
It was reported that the customer experienced a malfunction with the pump's "t" button, which was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to ensure the pump was unplugged and try pressing the button with support, yet the issue persisted. Consequently, the pump was replaced to ensure continuity of insulin delivery.